Manufacturer narrative:
During inspection and testing, the output connector was broken and could not be connected, and scope detection was not functional. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the output connection was not possible due to damage to the output connector. However, a definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, it is likely scope detection was not functional due to damage to the scope detection bar. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (filter function not working) was not reproduced during evaluation. In addition, light from the lamp was poor due to wear of the lamp. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the filter function did not work. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the output connector was broken and could not be connected and scope detection did not work. This report is being submitted for the malfunctions found during evaluation (broken connector and scope detection failed). There was no harm or user injury reported due to the event.